Event description:
Our patient was having a bilateral hip injection with fluoro under mac [monitored anesthesia care]. We started the case and the c-arm completely shut off and didn't reboot. [Redacted] said that the c-arm has been having these issues and keeps getting put into rotation. This is not safe because our patient was late 60's and had to keep getting IV sedation while we waited. I notified [redacted] that the patient was on the table for about an extra 20 minutes because of this issue. Radiology was asked to put in a work order and stop bringing in the same c-arm if it keeps shutting down during use. The clinical engineering ID # on the c- arm is 10002295.